Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the shaft broke. The target lesion was the moderately tortuous, moderately calcified, 95% stenosed circumflex artery (cx). The physician predilated the lesion with a maverick balloon of unk size. Then, the physician attempted to place a 2.75 x 16 mm taxus express2 drug eluting stent, but was unable to cross the lesion. Consequently the stent was never deployed. Upon removing the stent delivery system the taxus stent became hung up in the ostial cx and the catheter broke at the area of the wire exit port. The physician feels that the stent delivery system may have gotten stuck on teh platinum plus guide wire. Additionally, it was asserted that the stent may have been hung up due to calcium in the circumflex or a 90 degree forceps was successful in retrieving all portions of the catheter. The procedure wa not completed due to this event. No pt complications were reported. The pt's condition is reported as "satisfactory/good".